Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-22 (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains) alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
PMA/510k; the device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-22 alarm was identified during functional testing. The cause of the condition was determined to be damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.